Event description:
The customer reported intermittent hemoglobin (hgb) and differential voteouts (non-numeric results) and aspiration error messages on a coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/06/2015. The fse found that shear valve 85 was not actuating. The fse pulled the shear valve and cleaned it. After cleaning the shear valve, it started working correctly and the diff and hgb voteouts and error messages were resolved. (B)(4).